Event description:
It was reported by the patient that they were experiencing diaphragmatic stimulation. Follow-up information from the clinic indicates the left ventricular (lv) lead was reprogrammed to a different configuration and there has been no further stimulation. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.